Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 09-sep-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (chp) via a company representative regarding a patient who was receiving morphine with concentration 17 mg/ml at a dose rate of 6.006 via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that during a procedure the surgeon felt like the catheter did not aspirate well and wanted to replace it. They tried to aspirate the catheter from the pump segment. No signs or symptoms were reported. The complete catheter was explanted and replaced. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was indicated that there were none. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s medical history was noted as unavailable. It was noted that the healthcare provider had no further information regarding the event. The explanted catheter was to be returned to the manufacturer. The company representative was in possession of the device. No further patient complications have been reported as a result of this event.